Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 40% to 5% after being connected to a power source. Following the battery drop the user was unable to charge the pump despite the attempt of multiple wall adapters. User reported blood glucose level was 96 (mg/dl). User stated a backup pump was available as alternate insulin therapy.